Event description:
It was reported that during the procedure, while attempting to secure the permanent electrode with the supporting clip, the dynamic part of the clip had already engaged with the clip pin, resulting in incomplete fixation of the electrode. The electrode remained mobile along the clip. Final electrode fixation was achieved using the cap. The burr hole device was not replaced. It was unknown if there were any contributing factors. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.